Event description:
Information was received that the patient had picked the generator out of the pocket. No other adverse events have been reported due to the extrusion. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy because they are related to vns surgery.

Event description:
It was reported that the patient was to have a full revision due to infection. It was later reported that the infection caused by the extrusion the patient had earlier in the year. The infection was located at the generator site up to the clavicle. The patient's generator and lead were explanted and later replaced. The generator and lead passed sterilization testing after manufacturing. No additional information has been received to date.